Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized with diabetic ketoacidosis due to high blood glucose on (B)(6) 2017 with blood glucose of over 600 mg/dl. Patient's current blood glucose value: 128 mg/dl. The insulin pump passed self test, displacement test and high pressure test. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The device is expected to be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The device passed displacement accuracy test. The device was received with minor scratches on case, missing display window cover, cracked retainer and minor scratches on lcd window.